Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) escaped from the vessel while using. Therefore, the sealant could not be used. There was no reported patient injury. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for a percutaneous coronary intervention (pci), using a retrograde approach. The physician was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, and the syringe was attached to the device. The sealant and the advancer tube remained in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the returned device and the inflation indicator as well as the balloon worked as intended for mynxgrip instructions for use (IFU). The balloon was able to maintain the pressure. The outer diameter of the balloon was found to be within the specification. A product history record (phr) review of lot f2020402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as excessive tension used, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2020402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) escape from the vessel while using. Therefore, the sealant could not be used. There was no reported patient injury. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for a percutaneous coronary intervention (pci), using a retrograde approach. The physician was mynx certified. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device will be returned for evaluation.